Event description:
It was reported that the patient was coughing blood and hemoptysis was suspected. A 300cm, 8cm v-18 control wire was selected for use during a non-boston scientific implant procedure. Following the routine and successful implant, the patient began coughing in the post operating room. Blood was present in the mouth of the patient, so hemoptysis from the procedure was suspected. The patient and their blood pressure remained stable the entire time. The patient was sent for a computerized tomography (CT) scan with contrast to investigate the source of the bleeding. The CT scan results showed a small bleed in the distal pulmonary artery. Interventional radiology was consulted but the bleed was far too small to attempt repairing with some type of intervention. Following the CT scan, the cough of the patient slowed down and it was concluded that the bleeding had resolved on its own. The physician feels that the position of the distal v-18 guidewire was what could have caused the hemoptysis. The patient was admitted for overnight observation. The following day, the patient was reported to be stable and ready for discharge. It was further reported that this event was reported via medwatch mw5151717.

Event description:
It was reported that the patient was coughing blood and hemoptysis was suspected. A 300cm, 8cm v-18 control wire was selected for use during a non-boston scientific implant procedure. Following the routine and successful implant, the patient began coughing in the post operating room. Blood was present in the mouth of the patient, so hemoptysis from the procedure was suspected. The patient and their blood pressure remained stable the entire time. The patient was sent for a computerized tomography (CT) scan with contrast to investigate the source of the bleeding. The CT scan results showed a small bleed in the distal pulmonary artery. Interventional radiology was consulted but the bleed was far too small to attempt repairing with some type of intervention. Following the CT scan, the cough of the patient slowed down and it was concluded that the bleeding had resolved on its own. The physician feels that the position of the distal v-18 guidewire was what could have caused the hemoptysis. The patient was admitted for overnight observation. The following day, the patient was reported to be stable and ready for discharge.